Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No medwatch form was received. Failure (event) observed during analysis. Final analysis found that the epoxy bond to the voice coil pcb was cracked and the bond wire jumpers to the voice coil pcb came off. As a result, the voice coil pcb became loose and a rattling sound could be heard when the pulse generator was shaken.